Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: product performance information was received, analyzed, and oversensing was noted. A total of 43 non-sustained ventricular episodesat <(><<)>=190 ms occurred between (B)(6) 2013. High resistance/impedance was also noted. One patient alert for right ventricular lead impedance at 1216 ohms occurred on (B)(6) 2012. The weekly pace lead trend data shows a spike increase for maximum ventricular pace at 824 to a 1216 ohm peak between (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient had been hearing an alert tone. The right ventricular lead was found to have varying impedance with one high reading. The lead was also noted to have t-wave oversensing followed by premature ventricular contraction resulting in short interval counts. The lead remains in use. No patient complications have been reported as a result of this event.